Event description:
IV inr and ac placed on (B)(6) 2016 working fine. Last "normal" use was at 1811 on (B)(6) 2016. Next use was (B)(6) 2016 at 2011. Went to "flush" IV site noted IV leaking all over. Untaped IV and noted on pink hub and was not able to see white catheter tip - noted to be "gone." Not on tape, not visible to naked eye. Unable to be palpated to touch. Last use of IV was on (B)(6) 2016 at 1811 flushed and hung IV antibiotic site was noted to be working fine. Dates of use: (B)(6) 2016; diagnosis or reason for use: pneumonia.